Event description:
Rptr is a registered nurse. When rptr was in college in nursing clinical rptr was stationed in a burn unit. Rptr was preparing sterile dressings with powdered latex gloves on hands. Rptr was totally sterile. When done, sweat was almost dripping off of forehead and underneath eyes. Since rptr was sterile, they took off the gloves and brushed the sweat away from face. Rptr then washed hands which had been red, itchy and inflamed for a couple of months. Rptr thought this was due to the fact that they were rotating in three different hosps. At the time rptr was on claritin daily for allergies. After another hr shift was over. Before rptr went home people commented on how red rptr's cheeks were. When rptr got home, rptr's right eye and the right part of face were itching. So rptr took some benadryl 50mg. Before rptr went to bed that night, four hrs after the first dose, rptr took another 50 mg of benadryl. Rptr woke up the next morning with right eye, right cheek, the right side of forehead and right nostril completely swollen. Rptr right away contacted dr. Thank goodness rptr did not have to go to the ER, rptr could have gone into anaphylaxis. Rptr's dr then prescribed medications to help the swelling. They knew that it was some type of allergy, but speculated on its origin. Rptr described their previous day and dr said that it sounded like a latex allergy. Rptr then saw an allergist/pulmonologist who concluded that rptr had a latex allergy and that they did not want rptr to go through the skin test because of the severity of reaction and of the problems that rptr had with the back of hands for months. Latex allergy was diagnosed in 1998. Since then rptr has worked in a hosp as an rn with vinyl gloves. Rptr has had a total of three other incidents that rptr had to take benadryl for a while. Rptr worked in the hosp. Rptr had to resign. As of 2000, rptr developed asthma. Drs speculate if it wasn't from being around the latex constantly in the air of the hosp. Recently in 2000 rptr was in the ER with a suspected latex reaction from changing two tires, one of them a blowout. Rptr is in fear of their life. Rptr cannot even eat out anymore because foodhandlers now use latex gloves. Rptr feels people should not be handling food and bleeding at the same time. Rptr even has to question the grocery stores where they buy their produce. Rptr questions if big food production plants use latex gloves all over their product too. Rptr doesn't want to die because of someone accidently exposing rptr to latex without rptr knowing.